Manufacturer narrative:
This lead was explanted on (B)(6) 2017 and has not been returned.

Event description:
During a normal follow up, shock impedances were less than 25 ohms. Historical trend data on the device, shows that since (B)(6) 2016, shock impedances have been in and out of range but the patient has not been in a follow up. Low shock impedances are reproducible in the office. Other values are normal. The physician was consulted regarding a revision. This lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During a normal follow up, shock impedances were less than 25 ohms. Historical trend data on the device, shows that since (B)(6) 2016, shock impedances have been in and out of range but the patient has not been in a follow up. Low shock impedances are reproducible in the office. Other values are normal. The physician was be consulted regarding a revision. This lead remains implanted.